Event description:
In 2006 the patient underwent the surgery with gamma3 nail. (The patient had renal cancer, so his bone was pathological fracture). The surgeon was doing the patient's follow-up every six months. In 2009 the surgeon found that the nail was broken at the lag screw hole, and screw of proximal one was broken. That same month, the patient underwent the revision surgery with competitor's long gamma type nail.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.